Event description:
Reportedly, an additional hole was put into abdomen without release of staple. They report "fair amount of bleeding occurred which had to be stopped with silk suture. Procedure: unk.